Manufacturer narrative:
Device explant has been postponed as further engineering review has determined that a device reset with a programmer would likely resolve the issue. As of today, the reset has not yet been performed. No adverse patient effects were reported. The patient was released from the hospital as this issue appears to have no impact on defibrillation, pacing or sensing functions of the device.

Event description:
Boston scientific received information that during a routine follow-up there were non-sustained ventricular tachycardia (nsvt) episodes that displayed persistent noise markers with this implantable cardioverter defibrillator (ICD). A threshold test was unable to be completed due to noise markers during real time telemetry. The pacing impedance and intrinsic amplitude test also consistently reported noise. The shock impedance was reporting a normal value. There were no external noise sources on the patient. The rv daily measurements were unable to report a value. A capacitor reformation was able to be performed in 9 seconds. A disk of device memory was sent in to engineering for review. The last reported rv pacing impedance measurement was 516 ohms on (B)(6) 2016. The measurements prior to this date were stable and within normal limits. Other lead measurement data was not reported due to noise detected. The shock impedances were stable and within normal limits. Rv intrinsic measurements have had noise for the same period. There were no faults or suspicious resets, and no abnormal battery behavior. The device behavior could not be determined and explant was recommended. The patient was admitted to the hospital.

Manufacturer narrative:
Additional information received indicated that the device was reset with a modified programmer. The device was restored to normal function. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.